Event description:
It was reported that during the procedure the end of the introducer was left inside the patient's femur. This was not noticed until the introducer was being prepared for sterilization. The customer further stated that the surgeon had x-rayed the patient and identified that the end is in the femur but had decided not to revise the stem to remove the plug.